Event description:
A malfunction was reported with a code of malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the customer in resetting the pump, resolving the issue, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue arises again, which the customer acknowledged and understood.